Event description:
A healthcare professional in a foreign country received an accidental needlestick while assisting a patient with the microlet2 lancing device. The lancet had been used by the patient. No other information was provided regarding the incident. The device is to be returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.